Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process customer¿s blood glucose level was 290 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.